Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a vessel perforation occurred. The 90% stenosed target lesion was located in the mildly tortuous and calcified circumflex (cx). The physician decided to direct stent with a 3.00x32mm taxus liberte stent. The physician experienced some difficulties while advancing the stent to the lesion but was able to successfully deploy the stent in the lesion. The physician removed the stent delivery device and visualized the result. The physician wanted the stent a little bigger and re-advanced the stent delivery balloon and inflated to 22atms for 15 to 20 seconds. After inflation, the physician noticed a vessel perforation inside the margins of the implanted taxus liberte stent. The physician went back in with the same stent delivery balloon and inflated to 8atms for approximately 3 minutes to close the perforation; however, the perforation did not close. A 3x19mm non bsc stent was then implanted inside of the taxus liberte stent to cover the perforation. The perforation was successfully closed, and the procedure was completed with a good angiographic result. No additional patient complications were reported with the patient¿s current condition listed as ¿okay¿.

Event description:
The account generated a false negative axsym anti-hcv result on a patient who many years ago had a history of (B)(6) results. A new specimen was obtained from the patient which tested (B)(6) (no units of measurement provided), (B)(6) (no units of measurement provided) and genotype = 1a. No patient data is available.

Manufacturer narrative:
(B)(4) - evaluation - investigation in process, no method, results or conclusion code can be chosen at this time.this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4) - evaluation - a review of the complaint data was performed to assess the performance of the assay. The complaint activity was normal for the issue under investigation. In order to ensure that lot 75230m200 was meeting sensitivity requirements, the investigation team tested it with an in-house axsym anti-hcv sensitivity panel. The testing met all acceptance criteria, which indicates that the lot continues to perform as expected. Complaint records were reviewed to determine if other customers had experienced similar issues that might warrant further investigation. This review did not show any unusual activity related to the customer observations. In summary, investigational testing and records review indicate that the product is performing acceptably. No product deficiency was identified.